Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted along with the concurrent procedures of vaginal hysterectomy and cystoscopy. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported mesh revision in 2 areas and posterior colporrhaphy. Operative findings mesh exposure, recurrent rectocele, granulation tissue seen and removed on (B)(6) 2010. It was reported pelvic reconstructive surgery approx. 6 months ago with area of mesh exposure on exterior vaginal wall, failed estrogen vaginal therapy. It was reported recurrent mesh erosion. Operative procedure revision vaginal mesh, revision of hysterectomy and cystoscopy on (B)(6) 2011. Findings 3cm erosion anterior wall proximal part of the vagina. Cystoscopy revealed injuries to the bladder. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03819. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.